Event description:
The customer contacted carefusion technical support to report a "vent inop." According to the customer, this incident occurred during setup, and before pt use. A field service rep was requested to come to the user facility to correct this issue.

Manufacturer narrative:
A carefusion field service rep was dispatched to the user facility. According to the field service rep, the customer was unable to provide any details as to how the ventilator failed. The field service rep evaluated the ventilator and reported that there were no events associated with "vent inop" or any such (concerning) messages. He only saw an occasional error message "circuit disconnect." The field service rep performed operational tests on the ventilator and found no issues. He advised the customer to let their staff know to provide details when pulling a ventilator out of service in order to better identify issues.